Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument and found an obstruction in cap piercer drain line #118. The fse removed the obstruction from drain line #118 to resolve the issue, no further leaking was observed. The instrument software version is 5.4.

Event description:
The customer reported the cap piercer leaking on top of capped sample tubes and alleged multiple erroneous patient sample results were generated on their unicel dxc 800 pro synchron system. The customer stated the leak was contained with fluid found on top of the sample tube caps and on the offload tray. The operator was wearing personal protective equipment and no injury or exposure was reported. The alleged erroneous patient results could not be confirmed, the customer did not provide patient result data after multiple requests were made. There have been no reports of any impact or change to patient treatment associated with this event.